Manufacturer narrative:
Section d4, h4: additional information. Investigation summary. The pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of {heartmate 3/heartmate ii left ventricular assist system}. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient had a driveline infection on (B)(4) 2018 and was positive for staphylococcus epidermidis which is captured under MFR #2916596-2019-01810. The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 1 years 10 months. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2017. It was reported that a home nurse noted small pocket near driveline that drained blood. The area was cleaned and dressed. Culture was ordered on (B)(6) 2019 and was positive for klebsiella pneumoniae. The patient reported small amount of tan/clear drainage. The patient denied of pain, tenderness, fever, or chills. On (B)(6) 2019, the patient was instructed to present to the emergency department with sign/symptom of worsening. The patient continued taking cefadroxil indefinitely from previous staphylococcus epidermidis. The patient was seen in clinic on (B)(6) 2019 and had a consult with infectious disease. The patient was ordered to take levofloxacin for 2 weeks. No further information was provided.